Manufacturer narrative:
This report is being filed under exemption e2012070 by the manufacturer arjohuntleigh polska sp. Z o. O. (Registration #3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration #1419652). Please note that previous medwatch reports for this product may have been submitted for the manufacturing site arjo hospital equipment ab (under registration #9611530). As of 2014 that number was de-activated due to the site no longer being a manufacturer and shipping product to the USA. From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh ab's complaint handling establishment and any medwatch reports will be submitted under registration #3007420694. Additional information will be provided upon conclusions of the manufacturer's investigation.

Event description:
On 2018-jul-12 arjo has become aware of the event involving arjo device system: maxi twin lift and sling, which occurred in (B)(6) customer facility located in (B)(6). It was reported that during resident transfer one of the sling's clip detached from the hanger bar and the resident fell to the floor. After the event the resident has been transferred to the emergency room. As a consequence of the event resident sustained l1 vertebra crushed and laceration to the head.

Manufacturer narrative:
On 2018-jul-12 arjo has become aware of the event involving arjo device system: maxi twin lift and sling, which occurred in rsa castello di stazzano customer facility located in stazzano, italy. It was initially reported that during resident transfer one of the sling's clip detached from the hanger bar and the resident fell to the floor. After the event, the resident has been transferred to the emergency room. As a consequence of the fall, the resident crushed l1 vertebra and sustained a laceration to the head. As arjo found presented information to be insufficient, we initiated a further dialog with the facility to clarify circumstances of the reported event. It was confirmed that during an initial phase of patient transfer from the bed to the wheelchair, the caregiver did not notice that shoulder clip was incorrectly attached to the lift spreader bar. When the caregiver started to raise the patient from the bed, the clip detached and patient fall on the floor. After the event, the device was tested by arjo representative. The lift functional test showed that no malfunction was found and all functions were working according to manufacturer's specifications. The clip sling is a product intended for assisted transfers of residents with limited ability to move. The product's instruction for use (IFU 04.kt.00) is provided with each device and describes the methods of use. IFU provides also pictographic guidance regarding proper clip attachment process. The document guides, step by step, through a proper sling application. It is important to make sure that the clip sling is attached securely before and during the lifting process. According to the warning in the IFU 04.kt.00 rev.3 (as supplied with the device): "always check that the sling clips are fully in position before and during the commencement of the lifting cycle, and in tension as the patient weight is gradually taken up." According to the IFU for slings (mxa81687): "it is essential that slings, their attachment cords, their straps and attachment clips are carefully inspected before each and every use. If the sling, cords or straps are frayed or their clips damaged, the sling or attachment cord should be withdrawn from use immediately and replaced". " always check that all the sling attachment clips are fully in position before and during the lifting cycle, and in tension as the patient's weight is gradually taken up" additionally, IFU warns that "the expected operational life for fabric slings and fabric stretchers is approximately 2 years from the date of manufacture." Please note that the sling has been used for approximately 11 years. Also, information provided to complaint confirmed that the clip detachment was associated with incorrectly operation of the device by user. The clip was not correctly attached to the spreader bar by the caregiver. A sling clip, once correctly attached is additionally locked in the place by the patients weight and monitored to stay in place as the weight of the person in the sling is gradually taken up, as stated in the labeling, is locked in position with the weight of the patient . It cannot go downward as it is suspended on the clip attachment lug, and it cannot go upward because it is pulled down by the weight of the patient. It is not likely to detach by itself if it also monitored to stay in place by caregiver. Based on the product knowledge and a simulation, when the labeling is followed and the sling is placed in the correct way and the instructions of using the system are followed, it is very unlikely a patient drop or other adverse event during the transfer of the patient with the sling and lift will occur. To conclude, the system clip sling and lift, was used for patient's care and in that way contributed to the alleged event. No defect has been found within the clip, but since the sling clip detached from the spreader bar, it can be stated that the system did not meet its performance specification. We report this event to the competent authority as the adverse event occurred.